Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis showed 56 cm distal to the is-1 connector pin that the insulation was found abraded through. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. However, resistance testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead explanted due to intermittent capture, possible microperforation, and possible poor myocardial tissue. Not suspicious of lead malfunction. Should additional information become available, it will be added to this file.